Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they were seen by their dentist for the s month cleaning and have two cracked fillings in their upper teeth. They are also concerned with their lower right tooth that is not inline. Requested diagnostic findings for the dental work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.